Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high capture thresholds on this right ventricular (rv) lead. Technical services (ts) examined device data including past rv automatic threshold tests and found that there were premature ventricular contractions (pvc) during the tests that could be causing the higher thresholds. Ts recommended in-office testing and possible reprogramming changes as troubleshooting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).